Event description:
Customer reported being unable to test due to receiving an ER-7 message on his adc meter. Customer further reported experiencing headache and sustaining an unspecified injury. Medical survey was not completed because customer declined to continue troubleshooting. It should be noted that customer's test strips were expired at the time when customer contacted customer service (expiration date 28 february 2012). There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (B)(4).